Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j11289r66, implanted: (B)(4) 2003 product type: catheter. Product ID: 8711, lot#: j11289r66, implanted: (B)(6) 2003, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 18-jul-2004, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. The patient reported they had a refill two weeks ago ((B)(6) 2019). The patient stated that "something happened" when they got home from the refill. The patient stated they went to their room and "felt it going toward the brain". The patient stated they felt like she was in a coma. The patient laid in bed and didn't move. The patient went to their healthcare professional (hcp) last tuesday and they want to check the pump/catheter to see if was leaking but the patient cannot use iodine so they needed a different drug (patient called it gataloota or something). The patient was calling to find out where to get the drug. The patient was directed to work with their hcp. Additional details state the patient felt numb in their private area. Additional information was received from the healthcare professional (hcp). Information stated "patient is experiencing no somatic symptoms. It is our consensual opinion that her symptoms might be psychological. She is addicted to opioids." The cause of the symptoms stated, "unknown, psychological condition possibly addiction to opioids". The actions taken to resolve the symptoms stated, "she was sent for an MRI, which she is procrastinating on doing. A pump dye study has been scheduled using gadolinium. Patient is allergic to ivp dye." The patient's status was stable. The drugs in the pump were hydromorphone (15.0 mg/ml), clonidine (300.0 mcg/ml) and bupivacaine (30 mg/ml). On 2019-07-30 (B)(4) (con, rep): additional information was received from the consumer via a device manufacturer representative indicated that the patient was receiving dilaudid (15 mg/ml at 2.598 mg/day), clonidine (300 mcg/ml at 51.97 mcg/day) and bupivacaine (30 mg/ml at 5.197 mg/day) via an implantable infusion pump. It was reported that the post refill the patient experienced a numbing sensation in her abdomen and was concerned that the pump was not working. It was noted that the cause may be due to the patient being refilled with a new formula. The catheter was attempted to be aspirated but no cerebrospinal fluid was able to be withdrawn. A magnetic resonance imaging (MRI) was planned to further investigate the issue. The issue was unresolved at the time of this report and the patient was alive with no injury.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that her pump is "messed up I should have been dead july 2nd.¿

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# hg1fb8z04 implanted: (B)(6) 2017 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.